Manufacturer narrative:
The device was not returned to cardinal health for evaluation. The review of the lot history record (f1623001) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. A rash can be caused by an underlying medical condition, hormonal cycles, allergies, or contact with irritating substances. Treatment depends on the underlying cause of the rash. It was reported that the patient was treated with antibiotics, possibly indicating that the rash may have been caused by an infection. Infection resulting from invasive procedures is a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that a patient developed a rash covering the access site following arterial closure with a mynxgrip 5f vascular closure device. The mynx device was used in conjunction with a 5f procedural sheath following a diagnostic coronary angiogram procedure. Two days later, the rash developed. It was suspected that the patient may have reacted to the sterile prep device; however, the patient had no known allergies. The patient consulted a dermatologist and was treated with topical benadryl, a prescribed steroid pack and an unspecified antibiotic. The rash eventually resolved. The patient was not hospitalized for this event. Additional information was requested, but was unknown.